Manufacturer narrative:
The crest software was utilized and the history download was downloaded using thus software with both being successful. Unit received with critical pump error (open book image) and pump error 35 was present in the history download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked reservoir tube lip and scratched case. Corrosion on pcba1, moisture damage on motor assembly and moisture damage on pcba2 (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not adhering. The customer stated the tape not sticking. The insulin pump was returned for analysis.